Event description:
On (B)(6) 2013, the patient stated that she was admitted to the hospital (on (B)(6) 2013 per the home health nurse) for sharp debridement as her wound was black and green. The patient reported that she had turned off v.a.c. Therapy while it was alarming the morning she called the home health nurse, but the nurse did not show up for 4 hours. The patient had not been informed of the two hour time limit for dressing removal when v.a.c. Therapy is turned off. On (B)(4) 2013, kci followed up with the home health nurse who reported that on (B)(6) 2013, she arrived to the patient's home to conduct the home health treatment. The nurse described the wound having grey sloughing and copious drainage. The nurse confirmed the patient was admitted to the hospital on (B)(6) 2013 for sharp debridement. The patient continued to receive v.a.c. Therapy. On september 6, 2013, the wound met therapeutic goals, and v.a.c. Therapy was discontinued. No additional information obtained regarding the device. On (B)(6) 2013, a review of the kci work order shows the patient remained on the activ.a.c unit serial number (B)(4), therapy dates (B)(6) 2013.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged wound deterioration is related to v.a.c. Therapy. This MDR is being filed due to possible user error as the patient turned off the v.a.c. Therapy device and left the dressing in the wound for more than two hours. Continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae.